Manufacturer narrative:
(B)(4).

Event description:
It was reported per an expedited quality review: pump was on patient. Symptoms - the pump was resetting itself once in a while and the 5 volt alarm was on continuously. Actions: the field service representative identified that the power supply needed to be replaced. After, the part was replaced the pump worked correctly. The pump was placed back in service. Additional information was received on 14nov2014: it is unknown if the pump shut down during use or just alarmed. The issue was resolved by switching out the pump. It was unknown how long it took to switch out the pump. Iabp therapy was given successfully as planned. The patient outcome is unknown but there was no report of patient death, complications or injury. No other information is available.